Event description:
Customer reported that 14 erroneously low total psa samples have been reported out of the lab. The physician had questioned psa results because free psa was greater than total psa, and total psa was lower than previous results. Customer reported total and free psa results for the past 3 weeks with incorrect results. Only results from 2002 were corrected. There was no death or serious injury associated with this event. A false low psa result could contribute to a delay in diagnosis or changes in the course of treatment.